Event description:
In 2009, the pt called in regards to the up/down buttons on his insulin infusion device. During troubleshooting, it was discovered, the up and down buttons did not beep or vibrate. The call was disconnected. On follow up with the pt for further troubleshooting, he stated he did not have his device with him. He said he switched to injection therapy as recommended by his doctor until verification that his device is properly working. Repeated further attempts to contact him were unsuccessful. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.